Event description:
It was reported the colonovideoscope had foreign matter in the nozzle tip. This issue occurred during maintenance inspection. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, foreign material was found inside the nozzle of the distal end section, could be identified. With the obtained information, could not specify what the foreign material was or the root cause of the remaining foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿. Olympus will continue to monitor the field performance for this device.